Event description:
During a surgery on the gall bladder, the pt received an injury on the liver. The device was being used with an erbe unit using the following adjustments: forced 40 then changed to spray 60. It was thought that these adjustments were compatible with the device in use.